Event description:
It was reported that during a laparoscopic cholecystectomy procedure the endopouch was deployed to remove the gallbladder. The bag did not open correctly. When the plunger was deployed, the bag was ripped off the metal frame. There was no pt consequences reported.